Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). The battery longevity seems short when calculated from the settings and operating conditions. Subsequently, the patient underwent pocket revision and this device was explanted and replaced. After explant, it was found out that this device has depleted faster than usual. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.